Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected battery out limit alarms noted. The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The unit also was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported by the customer that her insulin pump was alarming battery out limit and button error. Blood glucose level was 555 mg/dl at time of reporting. Customer declined troubleshooting. Customer stated they could not recall any significant events that lead to the alarm. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.